Manufacturer narrative:
Unit received with intermittent blank display. The fault was isolated to the electronic assembly. Unable to perform the displacement test due to blank display. Pump received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was blank. The customer reported that he replaced the battery, and the screen returned but was upside down. Blood glucose level at the time of the incident was 178 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.